Manufacturer narrative:
Combination product: yes. The affected product was not returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted review, no manufacturing related root cause could be identified. The orsiro mission (us) was used after the use by date which is indicated on the product label and warned against in the IFU. It was confirmed that the use by date was not checked prior to the device introduction. From the event description, the procedure was reported to be successful, and the device performed as intended. This indicates that the des was intact at the time of use. Due to the material characteristics and the aging behavior, there is no significant decrease in product performance including drug stability up to 3 years and therefore, no increase in risk is to be expected if the device is used 59 days after its expiration date. Also, the sterility of the orsiro mission would not be compromised if the sterile barrier was maintained until unpackaging as the same packaging and sterilization is used for products with 3 years shelf life.

Event description:
On (B)(6) 2024, a lesion (90 percent stenosis degree) in a moderately tortuous segment of the medial om was treated. The affected product (expiry date 19 april 2024) was successfully implanted 59 days after the expiry date. It was noted that the circulator in the case did not check the expiration date.